Event description:
Event was reported to caldera medical by an attorney. The patient suffers sever vaginal pain, unable to sit or walk, discharge, and protrusion of mesh into vagina. No further information has been provided.